Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular aortic repair with the ¿¿step by- step¿¿ deployment of the endurant stent- graft system in severe neck angulation: technique and review of the literature tasselli s, wassermann v , raunig I, pancheri f & bonvini s. Annals of vascular surgery 2020; -: 1¿6 https://doi.org/10.1016/j.avsg.2020.05.030. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in 28 patients for the endovascular treatment of abdominal aortic aneurysms. These patients had severe aortic neck angulation (infra-renal > 60 degrees) with neck lengths ranging from 12-34. Endoanchors were implanted in (B)(6) patients to treat type ia endoleaks, 2 of which resolved and 1 required further intervention. The deployment of the stent grafts undertook a technique called "step by step' deployment which consists of an alternate partial release of the main body and of the free-flow suprarenal stents to approximate the radiopaque markers of the graft fabric to the aortic wall. The following malfunctions were observed; type ia endoleak, type ii endoleak, iiib endoleak, migration the following adverse events were observed; aneurysm expansion, re-intervention there was no patient mortalities reported.